Event description:
Patient had surgery about three years ago to implant a dual compact octrode spinal cord stimulator and an ultra rechargeable pulse generator for pain control in the lumbo-sacral region. Earlier this year, patient was diagnosed with multiple sclerosis. Also earlier this year, neurologist consult - neuro stimulator in lumbo-sacral area for back pain that has not worked properly and makes MRI evaluation difficult in patient that wants and needs the neuro stimulator out. Three days after the consult, the patient underwent removal of neuro stimulator and after procedure the MRI of brain and spines was not suggestive of multiple sclerosis and there was no acute lesion.